Manufacturer narrative:
The investigation for the reported placement signal issues has been completed. The impella device has not been returned for evaluation. The root cause of the placement signal unreliable alarm was unable to be determined as no product was returned for evaluation and no data logs were provided for analysis. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient noted with cardiomyopathy was implanted with an impella 5.0 device for mechanical circulatory support. It was noted that the placement signal was unreliable while prepping. Another impella 5.0 pump was used. No patient harm was reported.